Event description:
Siemens became aware of a malfunction while operating the artis zee floor system. During a pacemaker implantation procedure, the system automatically shut down due to a power supply problem. It is unclear if the pacemaker was successfully transplanted before the issue occurred. Detailed clarifications of this event are currently on-going; therefore, the event is reported in doubt. We have no indications of any adverse effects on the health status of the involved persons.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
7/17/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
A detailed investigation revealed a failure of the "24v power supply u1" after more than 10 years of operation. As a result, the can (area network controller) switched off and caused the system to shut down. The affected part was exchanged as a part of the service activity, which resolved the problem. The spare parts consumption of the defective ¿24v power supply u1¿ was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation.